Event description:
It was reported that during use of the bd vacutainer® eclipse¿ blood collection needle that after the tube was inserted into the hub there was a difficult time puncturing through the needle under the plastic sleeve. "A good amount of blood spills into the hub and also remains on top of the tube, causing a mess after removing the tube." The following information was provided by the initial reporter: material no. 368608, batch no. 8354527. "Brief description of what I've been experiencing with the 21g needles... After inserting needle into the patients arm, I insert tube into hub and have a difficult time puncturing through the needle under the plastic sleeve. After pushing hard through it, there is a popping sound which is not something that is audible on a normal (not defected) needle. After filling tube and removing it from the hub, a good amount of blood spills into the hub and also remains on top of the tube, causing a mess after removing the tube."

Manufacturer narrative:
Investigation summary: bd received unused samples as well as a single used sample from the customer facility for investigation. The unused samples were evaluated and the customer's indicated failure mode for sleeve leakage and difficulty puncturing the tubes with the incident lot was not observed. Visual inspection was conducted on the used sample, and the non-patient end of the cannula was observed to be blunt. Additionally, retention samples were selected from bd inventory for evaluation and upon completion, the issue relating to sleeve leakage and blunt non-patient cannula was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for sleeve leakage with the incident lot was observed. Evaluation/testing of the retain samples was also conducted and sleeve leakage was not observed. Further investigation has been initiated through a CAPA. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: a CAPA has been initiated to document further investigation and root cause analysis relating to this issue. The investigation is currently on-going and will be updated as the potential root cause(s) are identified. CAPA 744088. Based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Event description:
It was reported that during use of the bd vacutainer® eclipse¿ blood collection needle that after the tube was inserted into the hub there was a difficult time puncturing through the needle under the plastic sleeve. "A good amount of blood spills into the hub and also remains on top of the tube, causing a mess after removing the tube." The following information was provided by the initial reporter: material no. 368608, batch no. 8354527. "Brief description of what I've been experiencing with the 21g needles... After inserting needle into the patients arm, I insert tube into hub and have a difficult time puncturing through the needle under the plastic sleeve. After pushing hard through it, there is a popping sound which is not something that is audible on a normal (not defected) needle. After filling tube and removing it from the hub, a good amount of blood spills into the hub and also remains on top of the tube, causing a mess after removing the tube."

Manufacturer narrative:
The following recall information has been corrected from referencing "catalog# 368608, lot# 8207894", to "material no. 368608, batch no. 8354527". Additional information: recall summary: bd is conducting a voluntary medical device recall for three lots of bd vacutainer® eclipse¿ blood collection needles 22gx1.25 based on confirmed complaints that the bevel is missing from the non-patient (np) needle end of the eclipse blood collection needle. Product and scope: the bd vacutainer® eclipse¿ blood collection needle is a sterile, single use medical device. It consists of double-ended hollow cannula, pointed at both ends and fixed inside a plastic screw thread hub. The intravenous end of the cannula is pointed for insertion into (usually) the median cubital vein of the arm, while the other end has a point suitable for piercing, without coring, the rubber stopper of a bd vacutainer® blood collection tube. This is the non-patient (np) end. Description of issue: bd pas received complaints from customers indicating the absence of the bevel on the non-patient (np) needle end of the eclipse blood collection needle product, specifically for catalog# 368608, lot# 8354527 causing blood leakage. Subsequently, additional complaints from customers indicating the absence of the bevel on the non-patient (np) needle end of the eclipse blood collection needle were received on lot #s 8354527 and 9025826. Investigation indicates these lots are impacted and the recall has been expanded to include them. Summary table of the # of complaints and mdrs in scope: there were a total of 22 complaints and 22 mdrs within scope at the time the expanded field action decision was made. Hhe summary: the risk of transmission of bloodborne pathogens, unnecessary post-exposure prophylaxis due to exposure of hcw to contaminated blood and potential for a needlestick injury from a bd vacutainer® eclipse¿ blood collection with a missing np needle bevel is considered to be very low. Additionally, an overall risk assessment was taken into consideration. Of all complaints bd received, there were no indication of the end user being subjected to direct blood exposure or needlestick injury. Taking all these factors into consideration, the health hazard associated with this product failure is remote. Investigation summary: bd pas has initiated CAPA 744088 to further investigate this issue and implement corrective actions. Recall reference #, either bd internal or res/z#: please reference bd recall #: pas-19-1429-fa, associated with res82351.

Event description:
It was reported that during use of the bd vacutainer® eclipse¿ blood collection needle that after the tube was inserted into the hub there was a difficult time puncturing through the needle under the plastic sleeve. "A good amount of blood spills into the hub and also remains on top of the tube, causing a mess after removing the tube." The following information was provided by the initial reporter: material no. 368608, batch no. 8354527. "Brief description of what I've been experiencing with the 21g needles... After inserting needle into the patients arm, I insert tube into hub and have a difficult time puncturing through the needle under the plastic sleeve. After pushing hard through it, there is a popping sound which is not something that is audible on a normal (not defected) needle. After filling tube and removing it from the hub, a good amount of blood spills into the hub and also remains on top of the tube, causing a mess after removing the tube."

Manufacturer narrative:
Medical device catalog #: 368608. Medical device lot #: 8354527. Unique identifier (UDI) #: (B)(4). Device manufacture date: 2018-12-20.

Event description:
It was reported that during use of the bd vacutainer® eclipse¿ blood collection needle that after the tube was inserted into the hub there was a difficult time puncturing through the needle under the plastic sleeve. "A good amount of blood spills into the hub and also remains on top of the tube, causing a mess after removing the tube." The following information was provided by the initial reporter: material no. 368607, batch no. 8347605. "Brief description of what I've been experiencing with the 21g needles. After inserting needle into the patients arm, I insert tube into hub and have a difficult time puncturing through the needle under the plastic sleeve. After pushing hard through it, there is a popping sound which is not something that is audible on a normal (not defected) needle. After filling tube and removing it from the hub, a good amount of blood spills into the hub and also remains on top of the tube, causing a mess after removing the tube."

Manufacturer narrative:
Additional information: recall summary: bd is conducting a voluntary medical device recall for three lots of bd vacutainer® eclipse¿ blood collection needles 22gx1.25 based on confirmed complaints that the bevel is missing from the non-patient (np) needle end of the eclipse blood collection needle. Product and scope: the bd vacutainer® eclipse¿ blood collection needle is a sterile, single use medical device. It consists of double-ended hollow cannula, pointed at both ends and fixed inside a plastic screw thread hub. The intravenous end of the cannula is pointed for insertion into (usually) the median cubital vein of the arm, while the other end has a point suitable for piercing, without coring, the rubber stopper of a bd vacutainer® blood collection tube. This is the non-patient (np) end. Description of issue: bd pas received complaints from customers indicating the absence of the bevel on the non-patient (np) needle end of the eclipse blood collection needle product, specifically for catalog# 368608, lot# 8207894, causing blood leakage. Subsequently, additional complaints from customers indicating the absence of the bevel on the non-patient (np) needle end of the eclipse blood collection needle were received on lot #s 8354527 and 9025826. Investigation indicates these lots are impacted and the recall has been expanded to include them. Summary table of the # of complaints and mdrs in scope: there were a total of (B)(4) complaints and 22 mdrs within scope at the time the expanded field action decision was made. Hhe summary: the risk of transmission of bloodborne pathogens, unnecessary post-exposure prophylaxis due to exposure of hcw to contaminated blood and potential for a needlestick injury from a bd vacutainer® eclipse¿ blood collection with a missing np needle bevel is considered to be very low. Additionally, an overall risk assessment was taken into consideration. Of all complaints bd received, there were no indication of the end user being subjected to direct blood exposure or needlestick injury. Taking all these factors into consideration, the health hazard associated with this product failure is remote. Investigation summary: bd pas has initiated CAPA #744088 to further investigate this issue and implement corrective actions. Recall reference #, either bd internal or res/z# please reference bd recall #: pas-19-1429-fa, associated with res82351.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd vacutainer® eclipse¿ blood collection needle that after the tube was inserted into the hub there was a difficult time puncturing through the needle under the plastic sleeve. "A good amount of blood spills into the hub and also remains on top of the tube, causing a mess after removing the tube." The following information was provided by the initial reporter: material no. 368607, batch no. 8347605. "Brief description of what I've been experiencing with the 21 g needles. After inserting needle into the patients arm, I insert tube into hub and have a difficult time puncturing through the needle under the plastic sleeve. After pushing hard through it, there is a popping sound which is not something that is audible on a normal (not defected) needle. After filling tube and removing it from the hub, a good amount of blood spills into the hub and also remains on top of the tube, causing a mess after removing the tube."